Manufacturer narrative:
(B)(4)

Event description:
Procedure type: lap chole. According to the reporter: during preparation for surgery, a foreign material was found inside the cannula. Device was not used on the pt. The operating time was not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.